Manufacturer narrative:
Patient was reported to be 18 or over. Device discarded and not returned.

Event description:
During an atherectomy in the superficial femoral artery, it was reported that the pantheris catheter became damaged and the physician was not able to close the cutter of the catheter prior to removing it from the patient's body. Following removal and inspection of the device, it was also reported that the catheter was still intact and no missing components were observed. Immediately following the pantheris atherectomy procedure, the physician treated the lesion using a sleek balloon. After this, angiography was performed and small non-flow limiting dissections in the artery were observed. Stents were placed to treat the dissections with good results. Due to the fact that a post-pantheris angiogram was not performed, the cause of the dissections could not be determined.